Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 140-150 mg/dl. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 585 mg/dl; cause was unknown. Customer delivered a correction bolus via the pump to address bg. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.